Event description:
It was reported that when using the bd pyxis¿ medstation¿ es battery had deteriorated, and an electrical burning smell was coming from the device while it was operating.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an electrical burning smell due to the deteriorated battery. A field service engineer (fse) replaced battery and power module provided by the customer to resolve the issue. Fse inventoried and test the station. The system functioned as intended after the field service engineer repaired the device.